Manufacturer narrative:
F9: potential age - 26 month(s), 30 month(s).

Event description:
Terumo medical corporation received the reported information. The nurse reported that the patient had injection site reactions when injected with sublocade from the same lot number. The injection was done at the left luq. The site is not open, but it is indurated, red, and extremely painful. Patient is currently on antibiotics. This is not her first injection. The patient has been on sublocade since (B)(6) 2025 but has never had a reaction. This injection was on (B)(6). She noticed the reaction within 4 to 5 hours, pain, and redness. She went back to the clinic the next day. The reaction has not been resolved yet. Patient tolerated the injection just fine. Patient is not on any new medications and has not had any issues with her meds. The patient does not have a history of injection site reactions; nurse considers the reaction as severe. The nurse stated that she administered the injection and there were no complications. She added that she administered lidocaine 3ml sc about 3 minutes before the injection, so the injection was pain free. Additional information was received on 04dec2025: she reported that she used lidocaine 3ml with the injection and patient had adequate subcutaneous tissue. The patient condition was not confirmed.